Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an impedance issue with the implantable neurostimulator 97716 intellis pain and lead 977a260 5mm compact 1x8, and rep noted specifically low impedance or a short, however the values provided indicate high impedances. The impedance values were recorded as 28360, 29400, and 29450, with a red x connection check at 7. The patient did not report any falls, trips, or accidents. Troubleshooting was performed, including reprogramming the patient. The issue was resolved, and no adverse outcomes were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.